Event description:
Co was recently informed that a bladder neck suspension procedure was performed and that the resultant sequelae was paralysis. No further details regarding the circumstances surrounding this event are available. No malfunction of the device was reported.